Manufacturer narrative:
The recipient reportedly experienced device extrusion and a skin flap infection. On (B)(6) 2017, the recipient was treated with an antibiotic and antiseptic for 7 days. On (B)(6) 2017, the recipient was hospitalized. The recipient underwent surgical debridement and had the implant sutured in place. The recipient is reportedly doing well. The recipient will be reimplanted at a later date.

Event description:
The recipient reportedly is experiencing a skin flap infection. On (B)(6), the recipient underwent surgery to clean the implant site. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's infection has reportedly healed.

Manufacturer narrative:
The recipient's skin flap reportedly reopened and was bandaged. The recipient's device was explanted.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.